Event description:
During a follow-up, a decrease in r waves and an increase in capture thresholds were observed. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.